Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 59-year-old male patient, the device displayed a "defib fault 72" message after the 16th shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, d1 updated, d9 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a 59-year-old male patient, the device displayed a "defib fault 72" message after the 16th shock. Complainant indicated the clinician obtained a second r series device (sn: (B)(6), but the same error was noted. Complainant indicated that the clinician obtained a new set of pads and a third device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.